Manufacturer narrative:
There is no indication of a device failure associated with this event. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a heat rash under the 3 therapy electrode (te) pads. Follow-up indicated that the patient had begun using a prescribed cream and that the irritation was present.